Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -12/+3/108 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2015. Low vault with rotaion was observed. Repositioning of the lens was performed several time but it did not resolve the problem. Lens remains implanted, surgeon plans to exchange lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: on (B)(6) 2020 the lens was exchanged for a same size different model lens and the problem was resolved. D6b: explant lens (B)(6) 2020. Claim# (B)(4).